Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the sample was not returned for analysis. The IFU for this product was reviewed and prescribes: 'care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices'. 'To remove of memobag, use graspers to grasp the closure loop located at the end of the closure wire. Retract the closure loop through the trocar to securely close the memobag, sealing the tissue inside. Continue to retract the closure loop until the memobag is at the base of the trocar'. 'With the memobag at the base of the trocar, withdraw the trocar sheath, memobag and graspers until the closed mouth of the memobag is at the trocar incision site. Continue to remove the memobag through the trocar incision site by hand under direct vision'. A device history record review was performed, and no relevant findings related to manufacturing were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. No further actions were required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the surgery, the wire that closes the extraction bag separated from the bag. The surgeon was able to remove both parts of the bag and the entire body part that was being extracted. No clinical consequences for the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the surgery, the wire that closes the extraction bag separated from the bag. The surgeon was able to remove both parts of the bag and the entire body part that was being extracted. No clinical consequences for the patient". No patient harm or injury. The patient status is reported as "fine".